Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. (B)(4). Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant product: carto 3 system (model# fg-5400-00c, serial# unknown). St. Jude brk needle (model# unknown, lot# unknown). St. Jude agilis sheath (model# unknown, lot# unknown). Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Prior to ablation, there was a decrease in patient¿s blood pressure. Cardiac tamponade was confirmed by intracardiac echo (ice). The patient was transferred to the operating room (or) and an open-chest surgery was performed. Extended hospitalization was required as a result of the adverse event. The event was assessed as life-threatening. Patient¿s outcome was improved. Prior obesity hypoventilation syndrome (ohs) and history of aortic disease were cited as factors that might have contributed to the adverse event. The physician commented that the cause of the adverse event is not definitely known. High contact forces of around 50 grams in the left ventricle were observed with respiration. Transseptal puncture was performed with a st. Jude medical brk transseptal needle and a st. Jude medical agilis sheath. The generator was in power control mode at 35-40 watts. The power started at 35 watts and titrated up during ablation. The overall time for ablation were 2 lesions of 30-40 seconds for a total time of 1.5 minutes. The last ablation cycle time was 40 seconds. The catheter irrigation was set at 30 cc/min. The patient received anticoagulant (heparin) during the procedure. The activated clotting time (act) was 250-300 seconds. The catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
It was reported that a 76-year-old male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring surgical intervention. Additional information was received on 2/15/2019 indicating the lot# 30070774, expiration date: 6/7/2019, and manufacture date: 6/8/2018. Sections d4 and h4 of this report have been updated. Bwi product analysis lab received the device for evaluation on 2/15/2019 and it was found in good normal condition. The investigational analysis completed on 2/26/2019. The device was visually inspected and it was found in good conditions. Magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. Deflection testing was performed and it was found within specifications. The catheter was deflecting correctly. Electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed and the catheter failed. A failure analysis was performed. The catheter was dissected on the tip area and the irrigation tubing was found occluded with reddish material. The force feature was unable to be performed. However, manufacturing line inspections and functional tests, including force tests are in place to prevent any type of failure from leaving the facility. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion cannot be determined, it could be related to the procedure since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).